Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced back of the pump was cracked, belt clip rail was broken, pump was randomly shut down, multiple rewinds required in the past. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to ensure proper functionality of the unit. Unit was downloaded successfully, however upon troubleshooting investigation and after multiple new batteries and battery caps unit remained on blank display. Unable to perform self test due to blank display. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, not allowing the unit to turn on, isolate to electronic stack. After downloading and using the baat tool battery cycle 4.0 received the low battery alert (104) on 02/28/2025 14:44:00 after more than 7 days at 22.82 days. Battery cycle 3.0 received the low battery alert (104) on 02/05/2025 18:32:00 after more than 7 days at 21.43 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Pump received with normal operating currents. The unit was also received with a broken belt clip rails, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, the customer¿s concern of blank display was confirmed because the unit came in with blank display, which was due to corroded electronic assemblies, isolated to the electronic stack. Customer concerns of a rewind anomaly were unknown due to the unit having a blank display. Customer concerns of damage to the belt clip rails and the case were confirmed when a broken belt clip rails, cracked case, and cracked battery threads were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.